Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical information. Pt felt tired, sleepy and did not feel well at the time of testing. Pt was unable to obtain a reading; however, the last time pt tested on the meter was in 2004 and received a 120 mg/dl. Pt went to the hospital and was treated with an intravenous. There is no information on what pt's reading was in the hospital. The batteries were replaced less than a year ago. The condition of the battery contacts was good and the meter still did not power on. Based on the information provided, this case is being reported as a malfunction, since the power issue was not resolved.